Event description:
A surgeon reported decreases in the phaco power during several procedures. The surgeon reported, when this event occurs it is impossible to complete the procedures with the same system. Many of the patients were reported to have presented with corneal edema, postoperatively, that has required treatment. The surgeon was unable to provide the number of patients that have been involved with this issue. When this issue occurs, it causes approximately a 30 minute delay and some procedures have had to be rescheduled. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and the customer's handpiece and tips, and could not duplicate the customer reported problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).